Event description:
Caller reported a cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. After a pump reset, the error did not reoccur, and the caller successfully started their sensor session.